Event description:
Pt had a permanent ddd pacemaker implanted in 2009. Suddenly, on the morning of the next day, it demonstrated absence of capture. The pt was taken back to the operating room now for interrogation. Findings: well-positioned atrial and ventricular leads, failure of the pulse generator to adequately deliver pulses.